Event description:
The patient allegedly received an implant on (B)(6) 2008 via the left femoral vein due to prophylaxis status post trauma. Patient is alleging migration, vena cava perforation, organ perforation, deep vein thrombosis (dvt) stenosis, caval thrombosis. Patient is further alleging "scarring along the retroperitoneum, inferior vena cava right kidney, 5mm hole in the posterior aspect of the duodenum". Per the following medical reports: (B)(6) 2017 CT abdomen and pelvis w/contrast enhancement: "there is a filter in inferior vena cava with several of the limbs extending beyond the confines of the inferior vena cava . One particular limb extends anteriorly into the region of the bowel. Cannot determine if the bowel is actually perforated or simply indented". "Impression: filter total occlusion of the lower half of the ivc with multiple collateral channels that have developed around the margins of both kidneys to redirect blood into the superior portion of the inferior vena cava". (B)(6) 2018 CT abdomen pelvis w/IV contrast: impression: "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One strut penetrates several cm into the duodenum. The filter is above the renal veins. The distal ivc and the renal veins are stenotic. There are large varicose veins in the abdomen. There is filling defect in the ivc up to the chamber of the filter that is thought to represent thrombus in the ivc". (B)(6) 2017 CT abdomen pelvis w/IV contrast: impression-"2. Redemonstrated is clot chronic in appearance below through and extending superior to the ivc filter. Collateral venous circulation is redemonstrated".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: migration, vena cava perforation, organ perforation, dvt, stenosis, caval thrombosis vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt (deep vein thrombosis), ivc (inferior vena cava) stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported removal s directly related to the filter and unable to identify a corresponding failure mode at this point in time. Twenty (20) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is alleging device removal. It was reported an open abdominal filter retrieval was performed (B)(6) 2019 due to "complications/injuries". Per the (B)(6) 2019 ivc filter removal: "there was approximately a 5mm hole in the posterior aspect of the duodenum. It was closed with interrupted vicryl stitches. After the filter was retrieved, we mobilized the falciform ligament from the abdominal wall without tension. Brought it to the posterior wall of the duodenum and secured it with multiple 3-0 silk stitches to the area of repair".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "(pt) received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that (pt) was injured without further explanation. Hospital and medical records have been requested but not yet provided.